Event description:
It was reported that the battery life longevity estimate of this implantable cardioverter defibrillator (ICD) decreased from one and a half years to less than three months within a time span of six months. Premature battery depletion (pbd) was suspected. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. As of today, this product has not been received for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
Update to device analysis: investigation summary: with the available information, boston scientific concluded that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: investigation determined that the compromised low voltage capacitor component was caused by hydrogen generated due to the design of the high voltage capacitor. As a result, a new high-voltage capacitor was implemented in 2014 to eliminate the galvanic effect that can generate excess hydrogen in the same manner. The returned implantable cardioverter defibrillator (ICD) was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that the battery life longevity estimate of this implantable cardioverter defibrillator (ICD) decreased from one and a half years to less than three months within a time span of six months. Premature battery depletion (pbd) was suspected. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that the battery life longevity estimate of this implantable cardioverter defibrillator (ICD) decreased from one and a half years to less than three months within a time span of six months. Premature battery depletion (pbd) was suspected. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. As of today, this product has not been received for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.